Event description:
It was reported that the subject device does not white balance. The event occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. Based on the results of the investigation, it is likely that the customer's report of a 'camera does not zoom or white balance. Control buttons do not work' was due to the faulty charged coupled device. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation 'failed leak test' was due to cracked cover. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.